Event description:
A tech reported that while obtaining vacuum 2, an audible hissing sound was detected. The flap surgeon released the vacuum and determined that the suction ring was contacting the lid speculum. The surgeon repositioned, then obtained vacuum 1 and 2, and centered the flap over the pupil. The flap was created. Several dry spots were observed on the completed flap, and the refractive surgeon noted difficulty lifting the flap at the side-cut of the supero-temporal edge. The refractive surgeon feels there may have been micro movement during the flap creation because of the slightly decentered flap and the appearance of the flap. Add'l info was received indicating that on (B)(6) 2012, the uncorrected visual acuity (ucva) is 20/15, and the flap is clear and quiet.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).